Manufacturer narrative:
(B)(4) clinical evaluation of this file assessed that this dialysis patient sustained a hip fracture following a fall and became bedridden. The patient's death is likely related to complications from the fall with hip fracture and unlikely related to peritoneal dialysis treatment with fresenius products. The products used at the time of the event have not been returned for an evaluation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis nurse reported that a patient was discovered expired. During a nursing home's regular check-up the patient was found still connected to the cycler and in treatment mode. A few weeks prior to the patient's death they had a fall and experienced a fractured hip. The patient had been alone at home and remained for one day before the patient's son transported her to the hospital. The patient was discharged from the hospital and returned to the nursing home where the patient's health was determined to be in decline since before the falling incident. Medical records were requested and not made available. The date of death was estimated and will be updated if confirmed with the patient's nurse.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.